Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the guide wire was curved and could not be inserted anymore. The procedure was completed with another teleflex device.

Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly. The returned guide wire contained one bend. The coils were slightly closer; however, they were not offset or unraveled. No other anomalies were found. The guide wire was bent 87 mm from the distal end. The total length and outer diameter of the guide wire were measured and were found to be within specification. The returned guide wire was able to pass through a catheter from lab inventory with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were full intact. A device history record (DHR) review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The customer complaint of a kinked guide wire was confirmed by complaint investigation. The returned guide wire contained one bend. No dimensional issues were found. A DHR review was performed with no relevant findings to suggest a manufacturing related cause. Based on the sample as received and the report that the incident happened during use, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the guide wire was curved and could not be inserted anymore. The procedure was completed with another teleflex device.